Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that customer experienced hypoglycemia. The customer¿s blood glucose level was 40 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with food for low blood glucose level and they declined to troubleshoot for the low blood glucose. Customer did not used auto mode feature. Customer did not allege pump was over delivering. Customer stated that insulin pump received sensor updating and change sensor alert. The insulin pump will not be returned for analysis.